Manufacturer narrative:
Results - a review of the mfg records verified the lot met all specifications for release. The device is being returned to gore for analysis.

Event description:
On (B)(6), 2010, the pt was being treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. During deployment of the aortic extender component the deployment line broke and the device did not deploy. The device and delivery catheter were removed from the pt and the procedure was successfully completed with a different device. The pt tolerated the procedure.